Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4). The initial MDR was filed as MFR report # 2182207-2008-08611. Additional review indicated the correct manufacturing site was site 3007566237.

Event description:
Additional information received reported the pump was removed because it was ¿cloudy.¿

Event description:
The patient developed a pump infection which required explant. No additional info was provided. Additional info has been requested from the health care professional, a follow-up report will be sent if additional info becomes available.